Event description:
The customer was receiving results in the 200's mg/dl which they felt were high. The customer did not take any medication. Around 7pm the customer felt ill, having difficulty walking. They passed out. Paramedics were called and pt was given sugar to raise their blood glucose level. They were taken to the hospital where they received a result of 47 mg/dl. The customer was hospitalized. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.